Manufacturer narrative:
Batch review performed on 20 may 2019: lot 179929: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
During the primary hip surgery and upon the surgeon implanting the stem, the patient sustained a peri-prosthetic fracture of the femur, primary surgery was performed using posterior approach. The surgeon cabled the fracture. The surgery was completed successfully with a few delay of 4 minutes. The patient was obese and smoker.